Event description:
User experienced discrepant urine leukocyte results over the last 3-4 weeks. Exact number of pt samples affected is unk. Two samples were affected this day. One pt example was provided. Initial result was negative, repeated on another analyzer gave positive result. Same sample examined microscopically gave 29 wbc/hpf. Initial result was reported and a corrected report was sent. Pt was not adversely affected. The field service representative determined the analyzer was contaminated, and the led reflectance was low. He decontaminated the analyzer and replaced the led and cell. Performance tests were performed which were within specification.